Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned 18 patient samples when tested for elecsys ft4 ii assay (ft4 ii) and elecsys ft3 iii compared to the centaur or liaison method. Based on the data provided, the ft4 ii results for 6 patient samples were erroneous when compared to the liaison method. Erroneous results were not reported outside of the laboratory. No adverse event occurred. The cobas 8000 e 602 module serial number was not provided. Patient samples (B)(6) were submitted for investigation. The ft4 ii results for patient samples (B)(6) were reproduced. The ft4 ii results for patient sample (B)(6) were not reproduced. Investigation is ongoing.

Manufacturer narrative:
The customer provided results for 3 additional patient samples that were erroneous when tested for ft4 ii compared to a liaison instrument. On (B)(6) 2016 patient sample ID (B)(6) (female, (B)(6) years old) initial ft4 ii from an e602 instrument was 28.2 pmol/l. The repeat from the liaison method was 17.6 pmol/l. On (B)(6) 2016 patient sample ID (B)(6) (female, (B)(6) years old) initial ft4 ii from an e602 instrument was 32.7 pmol/l. The repeat from the liaison method was 16.9 pmol/l. On (B)(6) 2016 patient sample ID (B)(6) (female, (B)(6) years old) initial ft4 ii from an e602 instrument was 28.2 pmol/l. The repeat from the liaison method was 17.6 pmol/l. These patient samples were submitted for investigation. An interfering factor was not identified.

Manufacturer narrative:
A specific root cause could not be identified. Patient samples (B)(6) were investigated further. An interfering factor was not identified. The difference between the roche results and the liaison results for patient sample (B)(6) could not be explained by the methods available. The discrepant results for patient sample (B)(6) may have been due to a sample mix up at the customer site.